Manufacturer narrative:
Concomitant medical products: ddmb2d4 ICD, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. High thresholds and oversensing noise were noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.